Manufacturer narrative:
The insulin pump passed the functional test, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No slow delivery or delivery anomalies were noted during testing. The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump was received with a cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the insulin pump delivered the bolus and basal very slowly. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.